Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The balloon was explanted and replaced with a higher-pressure model. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually inspected and was identified to be non-spherical. Balloon passed leak testing. Based on the information available and analysis results, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The balloon was explanted and replaced with a higher-pressure model. There is no additional information reported.